Event description:
It was reported that an unknown device had secondary medication backflow into the primary bag during infusion. Reportedly, the secondary medication was being infused, and although the backflow check valve was primed and the head height of the secondary bag was sufficient, medication from the secondary medication backflowed into the primary bag. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4) as the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should any additional relevant information become available, a follow-up report will be submitted.